Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency medical service and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been seen by ems (emergency medical service) with hypoglycemia. The patient's blood glucose levels reached 30 mg/dl while wearing the pod longer than 48 hours. It was also mentioned that the patient was in egypt when this event occurred. When ems arrived the patient was unresponsive. The patient was treated with IV (intravenous) glucose. It was unknown when the patient was released. The pod was worn when seeking medical attention.